Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized (event date not provided), due to hypoglycemia and seizures. Customer indicated that the event was unrelated to the pump or supplies, but did not provide a cause and declined to troubleshoot.